Event description:
Reportedly, a patient-initiated transmission is sent each night, without any patient action.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - no conclusion could be drawn as the subject smartview connect was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, a patient-initiated transmission is sent each night, without any patient action.